Event description:
It was reported that the device could not be interrogated. No asynchronous pacing was seen with magnet. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) normal battery depletion.

Event description:
It was reported that the device could not be interrogated. No asyncronous pacing was seen with magnet. The device was explanted and replaced. No patient complications were reported as a result of this event.